Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vessel using an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), and a non-penumbra sheath. It should be noted that the clot was very hard and formed. During the procedure, the physician was able to aspirate a small amount of clot using the cat7. The physician attempted to aspirate again and after torquing and retracting the cat7, it was noticed that the cat7 was fractured. The cat7 was removed from the patient. The procedure was continued using another cat7 and the same sheath; however, the thrombectomy was not successful due to the nature of the patient's organized clot and the physician decided to end the procedure. There was no report of an adverse effect to the patient. It was reported that a surgical embolectomy was performed the next day to treat the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative: section b. Box 5. Describe event or problem. Section d. Box 4. Catalog #. Section d. Box 9. Device available for evaluation? The device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative indicated that the device was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vessel using an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), and a non-penumbra sheath. It should be noted that the clot was very hard and formed. During the procedure, the physician was able to aspirate a small amount of clot using the cat7. The physician attempted to aspirate again and after torquing and retracting the cat7 for flushing, it was noticed that the cat7 was fractured on the mid-shaft. It was reported that the cat7 was removed from the patient by hand. The procedure was continued using another cat7 and the same sheath. However, the thrombectomy was not successful due to the nature of the patient's organized clot and the physician decided to end the procedure. There was no report of an adverse effect to the patient. It was reported that a surgical embolectomy was performed the next day to treat the patient.